Event description:
Customer reported that she has no delivery alarms in her alarm history. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Customer was advised to report if the issue recurs. Customer did not know her blood glucose value. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.